Event description:
The facility reported a pump with failure code 810:04. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary to the hosp representative.

Manufacturer narrative:
A request for the return of the device has been made.